Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6, h11 corrected fields: b5, b6, b7, d10, h6 impact codes. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that at start-up, the cardiosave intra-aortic balloon pump (iabp) had power up test failure code 3. There was no patient involved.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions, component code), h11. A getinge field service engineer (fse) upon further inspection observed that compressor was not activating and was unable to produce vacuum. Confirmed issue via failed compressor test. Replaced compressor with both muffler filters. Unit was able to pass the compressor test. Unit no longer alerting for failure code 3. Unit was able to complete an autofill and set to augmentation for 1 hr successfully. Device passed all functional and safety tests according to factory specifications. Device was returned to customer.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that at start-up, the cardiosave intra-aortic balloon pump (iabp) had power up test failure code 3. There was patient involved.